Event description:
The pt was reportedly experiencing sound quality issues and intermittencies. External equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.